Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a calcified, mid right coronary artery 3.0 x 18 implant procedure, after pre-dilatated with a non-abbott 3.0 balloon to 12 atmospheres (atm), there was difficulty advancing the delivery system, but it was able to cross the lesion by seating the guide more securely. The balloon indeflator indicated atms of 8, 10, and 12 but the balloon would not inflate at all to deploy the implant. The patient experienced some chest pains (angina), but reportedly this was not a serious event and the chest pains resolved with the device removal. The device was removed as one unit without difficulty and there was confirmation that the implant was still on the balloon. The same wire was kept inside the patients anatomy. The lesion was dilated with a nc 3.0 balloon and another 3.0 x 18mm implant was deployed with the same indeflator without difficulty successfully. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.